Event description:
Complainant alleged that during a routine shift check by a clinician using an ECG simulator, the device powered up with three beeps and had no display on the monitor screen. The ECG signal could not be observed and the user did not notice whether the recorder was functional when the alleged malfunction occurred. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Zoll's technical service department verified the problem of "no display." The fault occurred because the high voltage power supply had become disconnected from the "crt". Reconnection of the high voltage power supply to the "crt" fixed the display problem. The complainant alleged that the device did not have an ECG signal at the time of the malfunction. Zoll's technical service department could not verify this statement and called the customer for more info. The customer indicated that due to the screen being blank they were not able to see what ECG source the device had selected, but they did no that they had not changed the selection when the device was turned on. Difibrillator "paddles" is selected as the ECG source when the instrument is turned on (ref. Service manual page 18). To conclude, the customer would have been unable to use the display screen to determine if the ECG was functioning at the time of the malfunction.